Event description:
A customer contacted beckman coulter inc., (bec) and reported that they observed "vacuum under limits" error messages and that a leak had occurred at the was tower. The access 2 immunoassay system is associated with this event. Hotline attempted to troubleshoot the issue with the customer; however, hotline was not able to resolve the system pressure loss, and service was dispatched. No patient results were generated in connection to this event and there is no report of injury to the user.

Manufacturer narrative:
A filed service engineer (fse) was dispatched on (B)(4) 2011. The fse determined the wash tower leak and pressure loss was caused by a "defective " vacuum pump. The fse replaced the vacuum pump and verified the instrument was no longer leaking. The fse then performed qc within the customer's established ranges to verify the instrument was operational. Hardware is the root cause for his event. (B)(4).